Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. The cse replaced the reagent 2 drain assembly and cleaned the reagent tray. The cse also checked probe alignments. The cause of the discordant ctni results is unknown. The cse successfully ran a system check and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on multiple patient samples on a dimension rxl max with hm instrument. A discordant ctni result was reported to the physician(s) on one patient sample. This patient underwent acute myocardial infarction treatment and the physician(s) requested a redrawn sample. All patient samples were repeated. The corrected ctni result was reported to the physician(s) on the first sample. The repeat results associated with the other patients, which were obtained on the same and alternate systems, were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant ctni results.